Event description:
He tested on the device and obtained a result of 439mg/dl ana a 327mg/dl minutes later.he reports that he called the paramedics who tested him at 166mg/dl on their device. He was also transported to the hospital where the hospital device read 188mg/dl.the device was not coded properly. No treatment for blood glucose received. He remained in the hospital for 10 days for gall bladder removal and minor heart surgery. No quality controls were used. Requested return of suspect device and replacement was sent.